Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
A mayfield radiolucent headrest system (a2004) was involved in a slippage during a procedure. The slippage was found when the drape was removed from the pt. The pt experienced a 1" gash in their head.